Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device and rv lead were removed.

Manufacturer narrative:
Concomitant medical devices: 5076, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise from interference of an external source located in the patient's neck. There was an alert for high/undefined pacing impedance on the rv lead. The lead showed signs of dislodgement. The lead was tested and found to be working within normal limits. The lead detection was programmed off and remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion due to excessive shocks delivered to the patient. The device remains in use. No further patient complications have been reported as a result of this event.